Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seized and would not oscillate. It was also noted that the bearings and o-rings were damaged and the housing and internal components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device did not work at all. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.